Event description:
The customer reported a concentrated detergent tank overflow following completion of a maintenance procedure involving the au5800 clinical chemistry analyzer. The customer reported that when the system was restarted, the instrument's pump began filling the concentrated detergent tank from the main detergent tank located under the sampler. The customer indicated that the pump continued to run and overfilled the detergent tank on unit 2. The customer powered down the instrument and requested for service. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure with the leak was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
(B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the float switch for unit 2's tank was stuck. The fse re-booted the instrument which returned the instrument to normal operating specifications. There is no potential for erroneous results as concentrated detergent is not used in the analysis of patient samples. However, the potential for injury exists through slips and falls. Results: float switch which was stuck. Beckman coulter internal identifier for this report is (B)(4).